Event description:
It was reported that plastic piece covering pump battery had fallen off and pump was no longer watertight. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, and technical support documented event date based on report and planned to add pump serial number from existing records, with no additional actions described.